Manufacturer narrative:
E1: initial reporter phone - (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record DHR review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Conclusion: this investigation has been assigned an investigation conclusion code of unable to exclude device problem following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event, and batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issue. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During insertion, the ivus catheter could not be flushed. As a result, the procedure could not be completed. The patient remained stable, and no complications were reported. It was further reported that the procedure was completed without the use of an imaging catheter; only the imaging procedure was cancelled. The patient was under local anesthesia and was otherwise treated as planned. The target lesion was 90 percent stenosed, located in a mildly tortuous and mildly calcified left anterior descending artery.

Manufacturer narrative:
E1: initial reporter phone - (B)(6).

Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter could not be flushed. As a result, the procedure could not be completed. The patient remained stable, and no complications were reported.